Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has not been returned; a retained sample from the reported lot number was pulled and evaluated by product analysis on (B)(4) 2014 with the following findings:. The cartridge was found to cycle normally and performed a fill test without any air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were observed from the luer connection or anywhere else on the cartridge. A force test was performed and the cartridge forces were found to be within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 21 mmol/l with increased thirst related to the luer connection between the cartridge and tubing coming apart. The reporter indicated that after the cartridge and tubing were replaced, a correction bolus was delivered and blood glucose levels returned to normal range. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported product issue was not resolved with troubleshooting.

Manufacturer narrative:
Cartridge lot number associated with this complaint is c200001.